Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-03898 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient suffered abnormal bleeding, incontinence, mesh erosion and dyspareunia. The patient also suffered scarring, pelvic pain, and pain in the rectum. All other information is unknown and unavailable.